Event description:
On (B)(6) 2025, user¿s mother reported that the ilet pump screen was broken after outdoor activity, leaving the device non-functional. The agent arranged for an immediate replacement. The user reported no symptoms during the event, and no medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.